Event description:
The customer reported that during a heart surgery, the hand-controlled pencil that was connected to the forcefx generator was not functioning. The hand-controlled pencil was then plugged into a different forcefx unit. The pencil immediately activated when plugged into the unit, as the surgeon had the foot pedal depressed already. The pencil was not holstered when activation occurred; rather, it was resting on the drapes above the patient's thigh. The patient received a 1.4cm x 1.4cm x 2mm deep burn on the left anterior thigh. The wound was excised by the surgeon and closed with a 4-0 monocryl suture and covered with a steri-strip and dry sterile dressing. The patient's current condition is reported as fine. The site indicated that the surgeon has been re-trained, as he reportedly had been unaware that the footpedal would activate a handswitching pencil. (B)(4).

Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.